Event description:
Underwent bilateral lasik eye surgery with dr. (B)(6) and I am now permanently disfigured in the eyes. I was assured it would not change my appearance by the consultant, when I specifically asked "will lasik change my appearance?," they answered "no, it is just a microscopic change." However, ever since the surgery I look noticeably different, and am now considered disfigured. Also, my vision has distortions, I am in constant pain, and my life has become extremely difficult, leaving me disabled. It is common sense that you cannot re-shape one's eyes which have been perfectly formed by nature, through man-made measures, without causing disfigurement. Calling it cosmetic surgery doesn't change the fact that it is in fact instant permanent disfigurement. Refractive surgeons are all disgusting and the FDA is failing to protect the people from their disgrace, and ignoring the facts. All refractive surgery must be banned before more people are ruined. This is a crime against humanity. Perfectly shaped people, including myself, are being disfigured because we are caught dumbfounded by the reality of the disgusting ophthalmologist "profanity" who perform the surgery (not the anti-lasik ophthalmologists however, who do exist thankfully), that are acting like they are actually doing us a favor by compromising the structural integrity of our eyes and worsening our vision. In case the FDA has lost their common sense and is also dumbfounded by how disgusting ophthalmologists who perform the surgery are being, this message is for you. Although, I am more concerned with corruption in the FDA as there has already been a growing of minority calling for a ban, including several notable doctors and former FDA advisor (B)(6), and families of people who have committed suicide because of the surgery have also presented their case with the FDA. I also attempted suicide due to the depression/pain caused by lasik, and was luckily saved before I could follow through. What a disgrace.